Manufacturer narrative:
(B)(4). The lot was manufactured from december 9, 2013 to december 10, 2013. The device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic inspection found a marking and abrasion on the interior surface of the bladder, near the rupture line. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling with saline (non-baxter product) using a syringe. The reporter stated that the baxter recommended filling procedure was used. There was no patient involvement. No additional information is available.